Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1007 indicative of charge times exceeding limitations and was not responding to telemetry. The physician was considering device replacement. It was stated that the patient's health was possibly too critical to tolerate a replacement procedure. The patient was hospitalized for a different issue, needed dialysis, and was disabled to a certain extent. Additional information is being requested, but was unavailable at the time of this report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1007 indicative of charge times exceeding limitations and was not responding to telemetry. The physician was considering device replacement. It was stated that the patient's health was possibly too critical to tolerate a replacement procedure. The patient was hospitalized for a different issue, needed dialysis, and was disabled to a certain extent. It was additionally reported that the patient expired due to their underlying disease, in therapy-refractory cardiogenic shock. No additional information was obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Visual inspection noted no anomalies and x-ray inspection did not reveal any irregularities. It was observed that the device had no telemetry and no pacing output. The battery was isolated from the circuit for testing and the results of the battery analysis yielded no findings. The reported event (no telemetry, no output) was confirmed; however, the cause of the reported event could not be determined as the device functioned normally after power was applied.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1007 indicative of charge times exceeding limitations and was not responding to telemetry. The physician was considering device replacement. It was stated that the patient's health was possibly too critical to tolerate a replacement procedure. The patient was hospitalized for a different issue, needed dialysis, and was disabled to a certain extent. It was additionally reported that the patient expired due to their underlying disease, in therapy-refractory cardiogenic shock. No additional information was obtained.